Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found the shaft undulating due to the temperature sensing catheter wire was wrinkled inside the shaft. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 16) do not wet the lead wire and the junction with extension cable." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to remove the catheter allegedly due to the shaft undulating. There was no issue with the catheter prior to insertion. It was later reported via email on 3 february 2020 from ibc representative, the catheter was eventually pulled out and removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter allegedly due to the shaft undulating. There was no issue with the catheter prior to insertion. Per additional information received via email on 3 february 2020 from ibc representative, the catheter was eventually pulled out and removed.